Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing threshold was observed. Lead revision was postponed due to patient's dementia. Tachy therapies were programmed off.